Manufacturer narrative:
(B)(4). The device was explanted and replaced with a competitive device. The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this patient presented to the emergency room with a rate of 30 bpm. This device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population. No adverse patient effects were reported.